Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 34 mg/dl. The customer¿s current blood glucose level was 51 mg/dl. The customer was treated with food for the low blood glucose. The drive support cap was normal. Customer reported that the insulin pump was worn during a medical procedure around an magnetic resonance imaging. The product was not returned for analysis.